Manufacturer narrative:
D10: 300-01-14 - eqhumeral stem primary press fit 14mm: b502808. 322-38-03 - 145-deg pe 38mm hum liner +2.5: b503241. 322-10-00 - humeral adapter tray, +0: b496013. 320-08-38 - glenosphere exp 38mm +4mm offset: b480732. 320-15-05 - eq rev locking screw: b472233. 320-15-01 - eq rev glenoid plate: b450635. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a clinical study that the patient underwent a shoulder replacement procedure. Subsequently, the patient experienced a fracture associated with pain. The patient received a steroid joint injection, and a CT scan was ordered. A sling was also provided. The outcome is considered continuing. No further information at this time.